Event description:
Patient admitted to or for aicd lead removal related to an infection. The procedure utilized a 16f slsii, and the lead was prepped with an lld-ez. During the procedure, the svc was perforated, which led to a pericardial effusion and cardiac tamponade. The perforation was successfully repaired. The patient was transferred to the ICU intubated and sedated. The patient was extubated after 24 hours and transferred to another facility for further treatment (removal of pacer wires). Patient is stable.